Event description:
It was reported that a spectrum iq pump showed occlusions often with no apparent occlusion. This occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, a false occlusion alarm was not reproduced. A review of the event history log revealed ¿downstream occlusion¿ and ¿upstream occlusion¿ messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of calibrated specification force sensor reading. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.